Event description:
Imrt plan optimized in pinnacle for an electa linear accelerator using wedges. When the plan was transferred to the elekta/impa mosaiq record the wedges were somehow excluded from the pt treatment. The pt was incorrectly treated for 4 fractions before this was discovered and corrected. Pt treatment was halted and the fractional dose was compensated for the over-dose in the initial 4 fractions. System serial number is unk.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. The investigation determined that wedges should not be exported for imrt plans and the probable root cause is a software nonconformance. (B)(4).